Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak/ splash (dc handle) could not be determined. A cause of the reported resistance in lock lever could not be determined as well. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.na

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), dilated left atrium, restricted posterior leaflet, and calcified chordae for a mitraclip procedure. The first xtw was replaced due to a leak at the bottom flush port connected to the IV line. The leak was identified during device preparation, when the delivery catheter chamber was being filled with fluid. The device was used in the anatomy, and it continued to leak. The chamber was not as full as usual due to the leak. Additionally, the lock lever was met with resistance when it was retracted to unlock the clip in the left atrium. The xtw was removed and there was no air observed in the anatomy. A replacement xtw was the first clip implanted. It was noted that imaging quality was poor due to the equipment along with some shadowing from calcium. The second implant was an xt. The xt was placed lateral to the xtw, medial to anterior 2 and posterior 2 leaflets (a2/p2) and lateral to a2/p2. After release, the xt appeared to have shifted and mr came back to moderate. Per the physician the clip was deployed in chordae, which made the clip move after deployment. The clip had interacted with the chordae and there was slight resistance, but it was never observed to be stuck prior to deployment. The posterior leaflet was partially detached. The mr was reduced to grade 2. There were no adverse patient effect or clinically significant delay. No additional information was provided.